Manufacturer narrative:
Na.

Event description:
The customer received questionable results for multiple assays from the cobas 6000 e 601 module. The customer cleaned the nozzles in the procell/cleancell dispense area and ran qc which was acceptable. The customer repeated the patient samples and the results returned to normal. Of the data provided, only the results for the following four patient samples were discrepant. Patient 1 initial elecsys tsh assay result was 1.460 ¿iu/ml and the repeat result was 2.290 ¿iu/ml. Patient 2 initial tsh result was 1.350 ¿iu/ml and the repeat result was 2.800 ¿iu/ml. Patient 3 initial tsh result was 1.27 ¿iu/ml and the repeat result was 1.87 ¿iu/ml. Patient 4 initial elecsys t4 assay result was 12.57 ¿iu/ml and the repeat result was 7.65 ug/dl. The initial tsh result was 1.88 ¿iu/ml and the repeat result was 3.89 ¿iu/ml. The erroneous results were reported outside of the laboratory. Corrected reports were sent. There was no adverse event. The reagent lot numbers and expiration date were requested but were not provided. The customer declined a service visit and believed the maintenance performed resolved the issue.